Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. In addition, the battery gauge depleted from 100% to 5% after being disconnected from the power source. The customer¿s blood glucose level was 146 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged battery depletion malfunction could not be evaluated due to damaged usb pins.